Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s1877056816000967. This report will be amended when our investigation is complete.

Event description:
It is reported that four patients underwent a two-stage knee arthroplasty revision due to infection.

Manufacturer narrative:
No device was received; therefore the condition of the components is unknown. The part and lot number are unknown. These devices are used for treatment. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Also, the patient had previously been treated for infection of tka. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.